Event description:
It was reported that the programmer had an issue with the stylus touch pen calibration and that it had a broken screen. It was further reported that this occurred prior to a procedure. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
At analysis it was noted that the programmer's touch screen was broken and that the part required to restore the programmer to functionality was no longer available. The programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.